Manufacturer narrative:
Customer is claiming a false result for the ihealth flu a&b/covid-19 3-in-1 rapid test but did not specify false positive or false negative. Customer is claiming the false result because they received a test result from the ihealth flu a&b/covid-19 3-in-1 rapid test but received a different result from their doctor's office. The type of test performed at their doctor's office was not specified. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: I purchased the covid and flu tests (through amazon) and followed directions perfectly. The test are inaccurate and unreliable because shortly after the test, I received a different result from a doctors office. I would like my money back.